Event description:
Instrument operator encountered a rack jam and reached under the protective cover to free the rack. The operator did not turn off the instrument and got three fingers caught in the slider when the air pressure brought the slide back into position.